Event description:
It was reported that this right ventricular (rv) lead exhibited shock impedances out of range. Technical services (ts) recommended to continue monitoring. This rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited shock impedances high, out of range. Technical services (ts) recommended to continue monitoring. At this time the old implantable cardioverter defibrillator (ICD) was explanted due to normal battery depletion (nbd) and the rv lead was reconnected to the new ICD, therefore the lead remains in service and shock impedances were now high, but within normal limits. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.